Event description:
It was reported via phone call that the customer had air bubbles in their reservoir. The caller stated the air bubble has not occurred since the first incident. Customer's blood glucose was unknown. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.